Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm was found in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. All currents are in specification. Device was monitored for 2 days and no unexpected off no power or check setting alarm noted. Device passed the displacement, rewind, basic occlusion and prime test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he changed the infusion set and had to set the time and date and the insulin pump alarmed motor error, check settings, and motor position encoder error alarm. Blood glucose value was 400 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. The customer also reported the device powered down the month before. It was found that he had received off no power alarms twice. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.